Event description:
Patient had pac accessed for home (re-accessed 12/1 without difficulty), came into the ed (emergency department) for blood in the tubing & patient shirt was wet. Upon inspection tubing noted to have hole or be broken at bottom of tubing near the hub.